Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported failure. The therapy cable assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly and observed that the sternum wire was open at the device connector strain relief. The test device showed "connect electrodes". A clinical review of the reported event determined that the device use did not impact the pt's outcome. Per the city of (B) (4) fire department pre-hospital care report, the pt remained in asystole throughout the call. Defibrillation was not indicated based on ECG, and the pt rec'd all standard modalities applicable to the presenting dysrhythmias.

Event description:
It was reported that an advanced life support (als) crew was dispatched to the scene of an unresponsive pt at 17:41 on (B) (6) 2009. The pt had been found unresponsive by a family member and had last been seen in the morning. The crew arrived on the scene at 17:49 and began their pt assessment. After obtaining the pt's 3-lead ECG using the lifepak 12 device, it was confirmed they were in an asystolic cardiac arrest. A telemetry physician was contacted and the als crew was advised to administer an electrolyte solution and defibrillate the pt twice. The electrolyte solution was administer, however, when the crew attempted to defibrillate the pt, the device failed to recognize the philips defibrillation pads that were applied. The defibrillation pads were removed and replaced by a second set; however, the same failure was observed. The telemetry physician was again contacted at 18:09 and resuscitative efforts were terminated.